Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. To treat the low bg level, the customer consumed food. Reportedly, the suspected cause of the low bg level was due to the customer overcorrecting for bg level. Recommendation was made to consult with health care provider regarding diabetes management.